Event description:
Clinical study. It was reported that following a coronary artery stenting procedure a gi bleed occurred. Clinical status assessment identified the pt's qualifying condition as unstable angina (braunwald classification iiib) and the pt was referred for cardiac catheterization. The target lesion was located in the proximal left circumflex (prox lcx) with 85% stenosis, a length of 15.0 mm and reference vessel diameter of the 3.00 mm. The target lesion was treated with cutting balloon pre-dilatation, placement of a 3.0 x 24mm study stent, a post-dilatation with 0% residual stenosis. The pt was discharged the next day on aspirin and clopidogrel. At 430 days after the index procedure the pt required a transfusion due to a lower gi bleed. The event resolved with no residual effects.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could no be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.